Event description:
It was reported that during a highly calcified, non-tortuous, marginal, circumflex stenting procedure, accessed through the right femoral artery, a balance middleweight (bmw) guide wire was advanced and the lesion was pre-dilated with a non-abbott 2.5 x 3.0 mm balloon. Another non-abbott 3 x 20 mm balloon was advanced, but it would not cross the heavily calcified lesion. Another bmw was advanced through access on the left femoral artery and the right sided femoral devices were removed. The lesion was pre-dilated with a non-abbott 3.25 x 20 mm balloon and a xience prime 3.0 x 38 mm stent delivery system was advanced meeting resistance with the patient's anatomy and would not cross the heavily calcified lesion. The xience prime 3.0 x 38 mm stent delivery system was removed without difficulty and upon removal the proximal stent struts were found flared. A xience v (3.0 x 18 mm) stent and a xience prime (3.5 x 23 mm) stent were advanced and implanted in an overlapping manner. The two xience stents were post-dilated multiple times with non-abbott balloons. Reportedly, the proximal end of the xience prime 3.5 x 23 mm stent was not fully apposed to the vessel wall due to the highly calcified lesion found on the same day of the procedure via fluoroscopy and had a residual stenosis of 50%. The next day the patient was treated with laser and angioplasty of the xience prime 3.5 x 23 at a totally different facility, resulting in the residual stenosis of 0%. The physicians' opinion is that the difficulties encountered were due to the patient anatomy and not to the device. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw; guide cath: al2; stent: xience v. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.